Event description:
A tear was noted on the optic of the intraocular lens (iol) following insertion. The incision was enlarged to accomodate removal and a suture was required. The pt had a good outcome with no reported complications. The surgeon and ophthalmic technician are not sure what caused the tear. The loading of the iol was identified as a possible source.